Event description:
Defective air sensor.

Event description:
Defective air sensor. The device was not received for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so no review was performed. The device was not sent back for investigation. Several reminders have been sent to the customer to get additional information but they remained unsuccessful. Therefore, due to the lack of information, the reported event cannot be confirmed and the cause remains unknown.